Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.